Event description:
The customer reported that while running an antibody screening assay, summit sample handler, did not pipette the correct amount of sample into well position f7 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse calibrated x-arm over secondary rack. No death or serious injury was associated with this event.